Manufacturer narrative:
During review of a medical record received by novocure on july 30, 2024, it was confirmed during an oncology follow up visit on (B)(6) 2024, the patient had surgery for the removal of exposed cranial hardware on (B)(6) 2024. Reportedly there were no complications and the patient recovered well. The patient was prescribed cephalexin and topical mupirocin ointment for antibiotic prophylaxis. Optune gio therapy was temporarily discontinued since (B)(6) 2024.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include; dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of an available medical record, it was reported on (B)(6) 2024, the patient experienced persistent wounds on the scalp in relation to optune gio usage and from previous surgery. The physician advised rotating the transducer arrays, avoiding the affected areas, and applying topical clobetasol cream and clindamycin gel. Novocure was informed on (B)(6) 2024, that when the patient removed the transducer arrays a few days prior, the skin on the scalp was very thin and cranial hardware (metal plate) had become exposed. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient met with a neurosurgeon that advised additional surgery might be needed to remove the cranial hardware. The spouse mentioned that potentially, optune gio therapy would be discontinued. The prescribing physician was contacted for further details without reply.